Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge service was not requested in connection with this event. However, the customer has advised that no fault code was generated and that the end user always has the iabp plugged into ac mains and therefore, never depleted the batteries. To resolve the issue, the power management board was replaced and full preventative maintenance was completed on the iabp unit. All calibration, safety and functionality checks to factory specifications were completed and the iabp was cleared for clinical use.

Event description:
It was reported that during rounds by the customer, it was discovered that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries, and that it was suspected that the power management board was defective. It was also reported that the repairs will be performed by the hospital's biomedical engineer. There was no patient involvement, and no adverse event was reported.